Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent atrial understanding found on an interrogation report. No programming changes were requested. The lead is still in use. No patient complications have been reported as a result of this event.